Manufacturer narrative:
This historical complaint is being filed as part of a retrospective complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of battery depletion anomaly was confirmed in the laboratory. Device and battery were tested and analyzed. No anomaly was found. (B)(4).

Event description:
It was reported that the battery prematurely depleted to elective replacement indicator. The device was extracted and replaced.